Event description:
It was reported the pt experienced shocking sensations and stimulation "everywhere but in the right place". The pt had been taking oral pain medication. The entire system was replaced. No outcome was reported. A follow-up report will be submitted if additional info becomes available.